Event description:
It was reported the patient experienced heating at the pump area during a magnetic resonance imaging (MRI) in (B)(6) 2012. It was also noted that an alarm was sounding and the MRI was stopped per patient request. The device system was used to infuse marcaine, and morphine. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, catheter: model 8703w, lot# l48812, implanted: (B)(6) 1997. (B)(4).